Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer's blood glucose was unknown. The customer changed the battery and received a motor error alarm. Nothing further reported.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/force sensor system and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.